Event description:
During product evaluation, it was found that the packaging was within specifications. It has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
During product evaluation, it was found that the packaging was within specifications. It has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction. The initial report was forwarded in error and should be voided.

Event description:
It was reported that during the preparation for the surgery, a foreign substance was found inside of the sterile tray although the sterile tray is unopened. There was no patient harm/injury or surgical delay as there was no patient involvement. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2 country: japan.